Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated with manual injections. The customer was explained that a battery alarm out limit during normal use may indicate loose battery cap. The customer was advised that we will send replacement battery cap. The customer was advised to monitor. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 300 mg/dl. The customer is at work with mother and does not have supplies at this time to clean cap and compartment. The customer was advised complete steps once at home.